Event description:
The reason for tia is unknown, therefore it is regarded conservatively as device related caused by thromboembolism. The pt recovered. The device was not explanted.

Manufacturer narrative:
Device not returned.